Manufacturer narrative:
For the reported pm7 case on 13 mar-2021, the event time and bg are unclear. User was assisted by the fire rescue to treat the hypoglycemia with IV fluids. However, the investigation shows that customer was provided low glucose alerts from 4:12 am to 6:17 am. The system performed as intended.

Event description:
On march 17th 2021, senseonics was made aware of an adverse event where user experienced hypoglycemia and emergency service was called in and was assisted by fire rescue and given IV fluids to treat hypoglycemia. User mentioned the exact time of event and blood sugar is unknown.